Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the filter to perforate the ivc wall and the vertebral body and is fractured. The indication for the filter placement, procedural details and medical history have not been provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: there is specific evidence that the filter perforates the ivc wall and the vertebral body and is fractured. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt). Approximately six years after the index procedure an abdominal computed tomography (CT) scan was done to evaluate the filter. The images revealed: moderate enlargement of the liver, right renal collecting system calcification and left pelviectasis versus parapelvic cysts. The filter is in an adequate infrarenal position. There is no significant filter tilt. The filter struts are extruded and the strut at the 5:00 position is fractured and in close apposition to the adjacent l3 vertebral body (it is not abutting directly upon it). There were no significant pericaval inflammatory changes. The vasculature demonstrates diffuse moderate atherosclerotic calcification. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt. The patient became aware of the reported event approximately six years after the index procedure. The patient reported that they continue to experienced chest pain related to the tilted filter.

Manufacturer narrative:
After further review of additional information received, the following sections have additional information is pending and will be submitted within 30 days of receipt. D6a the correct implant date was provided in the medical records:&nbsp;&nbsp;(B)(6) 2013.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the filter to perforate the ivc wall and the vertebral body and is fractured. The patient reported becoming aware of filter tilt approximately six years post implant. The patient also reported chest pain as a result of the tilted filter. According to the medical record the indication for the filter implant was deep vein thrombosis and gastrointestinal bleed. The ivc filter was implanted without immediate complications or the use of contrast. Approximately six years post implant an abdominal computed tomography (CT) scan was done to evaluate the filter. The report noted that the filter is in an adequate infrarenal position. There is no significant filter tilt. The filter struts are extruded and the strut at the 5:00 position is fractured and in close apposition to the adjacent l3 vertebral body (it is not abutting directly upon it). The product remains implanted and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Chest pain does not represent a device malfunction and may be related to underlying patient specific issues or undisclosed comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.